Manufacturer narrative:
The following fields were updated due to additional information: b.5. Description event: it was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced erroneous results. This event has occurred at least once but has not been notably specified. The following information was provided by the initial reporter. The customer stated: customer reports that the glycemic curves in basal reading is performing fine and similar to glycemic parameters and dosages in vitros 250. However, in the 120 time reading, the tubes are not performing as expected. Information received - 14.sept.2022. - was batch used after expiration date? Or did all events occur before exp.? Was not used after the expiration date, inquiries started in the same month. - were erroneous results delivered to patients/health professionals? We did not release any results without proper security, a new collection was requested for the patients and a new curve was performed in the serum tubes. - are the values of the assays available? Exam from patient: basal : 92 - 120 min: 108 (new curve done 08/24) - old curve 08/17 : basal : 92 - 120min: 55 mg/dl. - analyzer name & model # vitros 250. - what type of centrifuge is the customer using? Swing or fixed; fixed or tilting pocket type. - what was the spin time and speed of the centrifuge? Between 10 and 15 minutes. - what are the ramp up and braking time and speed of the centrifuge? 3.500 rpm. - what were the storage conditions of product? Warehouse / collection room with air conditioning 23º celsius. - are tubes being transported? If so, how were tubes transported? (Pneumatic system, carrier, etc.) Air way. - what were the storage conditions during transportation? We receive weekly by air - how many locations affected (impatient, outpatients, etc.)? Outpatients. - what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many tests per day etc.)? We had a recurrence of the episode on consecutive days, but with a low rate of -1%, but due to the insecurity of execution, we interrupted the two lots that were in stock. - what was method of draw? Straight needle? Wingset? Syringe? Line? Unsure/other (please list); usually syringe using locking needle, as patients are routine. - is tube filled to stated volume? Yes. - what was order of draw? Fluoride is always the last tube, but our occurrence refers to the 120 curve. - how many times was the tube inverted? Usual homogenization between 5 and 10 inversions. - how long after collection were tubes processed? They are processed an average of 30 minutes after collections. Three patients affected by this batch (1098434). H.3. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (abnormal parameter/erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All parameters demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced erroneous results. This event has occurred at least once but has not been notably specified. The following information was provided by the initial reporter. The customer stated: customer reports that the glycemic curves in basal reading is performing fine and similar to glycemic parameters and dosages in vitros 250. However, in the 120 time reading, the tubes are not performing as expected. Information received - 14.sept.2022. - was batch used after expiration date? Or did all events occur before exp.? Was not used after the expiration date, inquiries started in the same month - were erroneous results delivered to patients/health professionals? We did not release any results without proper security, a new collection was requested for the patients and a new curve was performed in the serum tubes. - are the values of the assays available? Exam from patient: basal : 92 - 120 min: 108 (new curve done (B)(6)) - old curve, (B)(6) : basal : 92 - 120min: 55 mg/dl. - analyzer name & model # vitros 250. - what type of centrifuge is the customer using? Swing or fixed; fixed or tilting pocket type. - what was the spin time and speed of the centrifuge? Between 10 and 15 minutes. - what are the ramp up and braking time and speed of the centrifuge? 3.500 rpm. - what were the storage conditions of product? Warehouse / collection room with air conditioning 23º celsius. - are tubes being transported? If so, how were tubes transported? (Pneumatic system, carrier, etc.) Air way. - what were the storage conditions during transportation? We receive weekly by air. - how many locations affected (impatient, outpatients, etc.)? Outpatients. - what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many tests per day etc.)? We had a recurrence of the episode on consecutive days, but with a low rate of -1%, but due to the insecurity of execution, we interrupted the two lots that were in stock. - what was method of draw? Straight needle? Wingset? Syringe? Line? Unsure/other (please list); usually syringe using locking needle, as patients are routine. - is tube filled to stated volume? Yes. - what was order of draw? Fluoride is always the last tube, but our occurrence refers to the 120 curve. - how many times was the tube inverted? Usual homogenization between 5 and 10 inversions. - how long after collection were tubes processed? They are processed an average of 30 minutes after collections. Three patients affected by this batch (1098434).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced erroneous results. This event has occurred at least once but has not been notably specified. The following information was provided by the initial reporter. The customer stated: customer reports that the glycemic curves in basal reading is performing fine and similar to glycemic parameters and dosages in vitros 250. However, in the 120 time reading, the tubes are not performing as expected.